Event description:
It was reported patient underwent an right total hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to aseptic loosening.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to aseptic loosening.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity."

Manufacturer narrative:
On nov 24, 2014 clarification was received that the initial product removed during the revision was a competitor product. This follow-up report is being filed to relay that this report 1825034-2014-08553 was sent in error. The product associated with this report is not biomet product.

Event description:
It was reported patient underwent an initial right hip on (B)(6) 2009. On (B)(6) 2014, the patient experienced nerve injury unrelated to the device, but possibly occurring during surgery or physical rehabilitation. Subsequently, the patient underwent a revision procedure (B)(6) 2014 due to aseptic loosening. It was further reported on (B)(6) 2014 that patient experienced dyspnea and body oedema, however neither symptom was device related. On (B)(6) 2014 clarification was received that the initial product removed during the revision was a competitor product.